Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting little sensing and intermittent capture. The lead was capped due to a suspected fracture. There was no adverse patient effects reported. A new lead was successfully.